Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the black box showed evidence of a sudden drop voltage resulting in a cs 177 "low battery" warning followed by acs 128 "replace battery" alarm. There was evidence of moisture behind the display lens. There was no battery cap returned and all testing was performed with a test battery cap. The battery cap was unable to fully tighten. There was no evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack and display lens. The pump case was removed and there was evidence of moisture contamination throughout the inside of the pump. The "transceiver/cgm" board was unplugged and current draw levels returned to within specifications. High current draw levels due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.